Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that keeps alarming was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. During previous service, the user interface module printed circuit board was replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump that keeps alarming. According to the facility, this event occurred upon power up. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.